Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was aborted. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to expose and was giving grid switch error messages. Troubleshooting and analysis of the log files identified tube arcing errors and that the small focus was defective. The fse replaced the tube. The tube was returned for analysis and failure analysis found that a partial small filament short circuit had caused an insulation problem between the filament and the cathode. This insulation problem led to the grid switch errors. Additionally, it was noted that the filament had experienced normal wear and tear after being in use for 52 months and tube arcing is considered a common failure mode for this type of wear and tear. After the tube was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.